Manufacturer narrative:
An investigation is underrway. Upon completion of the investigation results will be forwarded.

Event description:
It wa reported to tyco healthcare that a customer had a problem with a maxid dialysis catheter. The customer states that the component contains cracks and chips.